Event description:
It was reported that during a case involving a buddy wire through a stent, upon removal of the guide wire, the tip separated. The pt was sent to surgery and the guide wire tip was removed from the pt.